Event description:
It was reported that prior to the mitraclip procedure, the transseptal puncture was performed and was considered acceptable. As the steerable guide catheter (sgc) was being inserted into the left atrium, the quality of the echocardiogram images was quite bad, but still acceptable for the experienced team. The first clip delivery system (cds) was advanced into the left ventricle. Due to the restricted posterior mitral leaflet and limited anatomy, it was impossible to grasp the clip to the leaflets in the middle of the mitral valve a2p2 segment, the clip was implanted in the very lateral part of the a2/p2 segment. During the implantation of the second clip, grasping of the clip onto the leaflet was also difficult due to the restricted posterior leaflet. The sgc steering knob was turned to help assist the grasping. The visibility was very bad and it was not possible to assess the insertion of the clip into the posterior leaflet. All imaging views were checked and although there were doubts of a good leaflet insertion, the echocardiologist insisted that the leaflet insertion was good. The clip was deployed. Right after deployment, excessive clip movement was noted and it was clear in the imaging that the clip detached from the posterior leaflet. There was no reduction of the initial jet. A third clip was used to try to reduce the jet and to stabilize the detached clip.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets and the slda may be influenced by the difficulties with visualization, suboptimal imaging or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated the patient had challenging anatomy as the posterior leaflet was restricted. It was further stated that the visibility was difficult due to shadows from the implanted clips; however, the clip was deployed after all imaging views were reviewed and the echocardiologist confirmed good leaflet insertion. In this case, the procedural conditions, such as the challenging visualization and patient anatomy/leaflet morphology likely contributed to the slda. Therefore, based on the information reviewed, the reported slda appears to be related to patient/procedural conditions and not a product quality deficiency. It was further reported that after the third clip was deployed, the mr was reduced from 4+ to 2+; however, during removal of the cds the third clip detached from the posterior leaflet. The procedure was aborted and the mr remained at the pre-procedure grade of 4+. Therefore, the mr (unchanged mr) appears to be related to procedural conditions. There does not appear to be any evidence of a quality deficiency associated with this device. It should be noted that while there was no change in mr post-procedure, the patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Event description continued: in order to assure a good portion of the posterior leaflet was grasped, all image views were utilized, the echocardiograph machine and probe were changed, the patients right shoulder was lifted in order to improve the images and the gastric juice was aspirated. The third clip was easily positioned onto the leaflets between the two implanted clips, but the visibility was still difficult due to shadows from implanted clips and the leaflet assessment was still very difficult. After reviewing all echocardiogram images, the echocardiologist confirmed good leaflet insertion. The third clip was deployed and the functional mitral regurgitation grade was reduced from 4+ to 2+. During the removal of the cds, the third clip detached from the posterior leaflet. The mitraclip procedure was aborted as there was a complete degradation of the echocardiographic images. The patient's blood pressure and other vitals were stable during the procedure and the activated clotting time was always higher than 250 seconds. Post procedure, the mean gradient pressure was 1mmhg and the mr remained at the preprocedure grade of 4+. The patient was discharged and was doing fine. No additional information was provided. Concomitant products: steerable guide catheter (sgc); 2 implanted mitraclips. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip referenced is being filed under a separate medwatch report.